Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was reported that the patient let the pump run dry. The pump was not functional so the health care provider (hcp) wanted to electively remove the patient¿s pump. It was noted that there were no issues related to the device. The patient intentionally let the pump run dry. Additional information received reported that the patient was in prison. The status of the pump was unknown. The prison contacted the health care provider (hcp) in (B)(6) 2015 and it was stated that the device needed to be replaced. The patient had been released by the practice ¿a while ago¿. They had been weaning the patient off of their intrathecal baclofen (itb) therapy but then the patient stopped showing up. The patient was educated on the dangers of baclofen withdrawal and at one point, the police were sent to the patient¿s last known address to ensure the patient was okay. It was after this incident that the patient was released from the practice. In (B)(6) of last year, the hcps office received a call from the local mental institution stating that the patient was in withdrawal. It was stated that based on the last time that the patient¿s pump was refilled, the pump ¿would have been long dry¿. It was suspected that the patient was trying to get released from the mental hospital to the regular hospital so that the patient may escape being institutionalized. It was noted that the hcps office had gone out of their way to accommodate and ensure the patient was getting therapy ¿but there was only so much that could be done for people that don¿t want to be helped.¿ a follow-up report will be submitted if more information becomes available.

Event description:
Additional information was received from a healthcare professional and it was reported that they were not told of the seizures and confusion. They were told by the police that the patient was aware the pump was empty and that he could face withdrawal and he made that choice.

Event description:
Additional information was received from a consumer on (B)(4) 2017. It was reported that the patient¿s pump had been alarming and that the reason was because the baclofen ran out and that they missed their appointment in 2014. It was indicated that the hospital refused to fill the pump thinking the patient would go off their medications again, per the consumer. It was noted that the patient was in an institution and was being managed orally with baclofen. It was asked if the healthcare professional (hcp) was negligent for not putting anything in it. No symptoms were reported. Further information was received from a consumer later that day on (B)(6) 2017. The reason for the call was additional drug withdrawal questions. It was reported that the patient had seizures when the baclofen pump ran out and the patient was never checked into a hospital, per the consumer. It was stated that the patient got really confused and committed a crime and was now in a mental hospital. It was inquired if running out of baclofen could cause a change in mental status. It was noted that the patient was on 325 mcg/day and they wanted to know how long the patient was going through withdrawal. It was reviewed that altered mental status was a result of baclofen underdose and that the patient should call their hcp with medical questions. Additional information was received on 2017-apr-05 from the consumer. It was reported again that the patient was in a mental institution and that the patient did not have baclofen in their pump. It was noted that the patient's pump medication was reduced a couple of times in the past, earlier in 2014. According to the patient, the drug in the pump was baclofen at an unknown concentration, but the dosage was stated as being more than 325 mcg/day. The patient's current concomitant medications included oral baclofen, risperdal, and depakote. No further complications were reported.